Event description:
The customer reported that the mrx battery will not take a charge. He tried the battery in other mrx defibs and found the battery will not charge. There was no reported patient involvement.